Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a battery failure. The pse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporter phone number -(B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that during a routine check of the equipment, the nurse found that the ventilator showed a battery failure. The nurse immediately deactivated the equipment and reported the faulty equipment for repair. It was reported there was no patient involvement at the time the issue was discovered.